Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing (high). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H3, h6 and h10: the device was received for evaluation. During functional testing, a failed downstream occlusion which was later clarified by the customer as a high pressure reading when conducting downstream occlusion detection testing was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range downstream tubing guide depth. The downstream tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.